Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018 37712 ipg ,implanted: (B)(6) 2011, 3778-60 lead, implanted: (B)(6) 2011, 3778-60 lead, implanted: (B)(6) 2011, 3550-39 adaptor, implanted: (B)(4) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was noted there was puss in the pocket. No further patient complications have been reported as a result of this event.